Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.